Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm during a bolus. The customer's blood glucose was 456 mg/dl at the time of incident. Blood glucose was 350 mg/dl prior to calling in. Customer was assisted troubleshooting for no delivery and insulin exited. The infusion set cannula was not bent. The customer was advised it could be site related issue. Customer declined troubleshooting for high blood glucose. The infusion set will be returned for analysis.